Event description:
Pt used a coat hanger to insert into the small opening of the pca pump. This opening is used for the tubing. This allowed the pt to push the plunger up and self-administer narcotic. The pt ended up getting 1260mcg more of fentanyl because of this. The pt also had used toilet paper to place over the alarm speaker area to muffle it. The pt locked himself in the bathroom prior to doing all of these things. Phlebotomist entered room to perform a blood draw and pt was "in bathroom." Phlebotomist returned 30 mins later to try again, pt still in bathroom so lab tech knocked on door and no response. Lab tech notified nurse and supervisor who came in, opened door and found pt unresponsive on floor. Naloxone given, CPR started, pt revived.